Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A device history record review did not identify anything unusual during the manufacture of the device. A service history review was not performed as the device was in its originally manufactured condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain alarm occurred after use on the home choice (hc). The nurse stated that the initial drain alarm was set to 0ml and the home patient (hp) had manually filled with 2500ml. The nurse stated that the hc drained out 38ml and then the hc moved to the fill. The total ultra filtration (uf) equaled 4316ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.